Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 355sd device shield was not possible to pull back after loading the trocar. This gave the surgeon on chance to use the trocar in going through the abdomen. Another device was used to complete the case. There was no consequence to the pt.